Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient called to report autoimmune issues (not device related), pain, brain fog (not device related), fatigue (not device related), right rupture and "feels like bubbles". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Patient called to report autoimmune issues (not device related), pain, brain fog (not device related), fatigue (not device related), right rupture and "feels like bubbles". Device remains implanted.

Event description:
Patient called to report autoimmune issues (not device related), pain, brain fog (not device related), fatigue (not device related), right rupture and "feels like bubbles". Device was explanted and replaced. Later, hcp reported rupture for right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/09/2024.

Event description:
Patient reported right side autoimmune issues (not device related), pain, brain fog (not device related), fatigue (not device related), rupture and "feels like bubbles". Healthcare professional later reported rupture. Device has been explanted, replaced, and discarded.